Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineer (fse) replaced integrated electrosurgical unit part number 951300-03 due to repeating error c-37. The system was tested and verified as ready for use. Isi did receive the integrated electrosurgical unit involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe had errors and replaced. No further information available at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit generator was analyzed and found the reported issue could not be replicated through system logs. Visual inspection revealed no related issues. The erbe tested successfully, energizing and cauterizing all ports and instruments without problems.

Event description:
Refer to h11 for follow-up information.